Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Helix was extended and a helix mechanism test failed due to the helix housing being clogged with dried blood/body fluid and tissue. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that patient presented with sharp back pain (towards the left shoulder) and discomfort due to a perforation causing pericarditis. Subsequently, this right atrial (ra) lead was explanted. The lead was tried to be repositioned 2-3 times. The helix was able to retract completely, however, when the fixation tool was removed to manipulate the lead, the helix was popping out on its own. Perforation was confirmed via x-ray and fluoroscopy. A new lead was successfully implanted. No additional adverse patient effects were reported.

Event description:
It was reported that patient presented with sharp back pain (towards the left shoulder) and discomfort due to a perforation causing pericarditis. Subsequently, this right atrial (ra) lead was explanted. The lead was tried to be repositioned 2-3 times. The helix was able to retract completely, however, when the fixation tool was removed to manipulate the lead, the helix was popping out on its own. Perforation was confirmed via x-ray and fluoroscopy. A new lead was successfully implanted. No additional adverse patient effects were reported.